Event description:
A report was received that during a lead revision procedure due to lead migration, the contacts became dislodged, but were still connected to the paddle lead. The physician explanted the paddle lead and implanted two percutaneous leads. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision procedure due to lead migration, the contacts became dislodged, but were still connected to the paddle lead. The physician explanted the paddle lead and implanted two percutaneous leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis confirmed that several electrodes became dislodged while the physician tried to reposition the lead. Visual inspection revealed electrodes #4r, 5r, 8r, 3l, 5l and 7l were partially dislodged. The 6r and 7r were completely dislodged from the paddle and severed from their respective cables. Only one of the completely dislodged electrodes was returned.